Event description:
Physician treated pt with two suspect product in 2003. Pt presented to internist in 2003 with severe itching, hives along with sores on end of nose, jaw line, arms and hands. Pt states that the internist believes it to be related to the treatments pt had on 2003. Oral steroids were prescribed. Also noted, pt was treated with botox and restylane on the same day in 2003.